Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile faults, charge profile faults) has been confirmed. Upon investigation, the monitor failed incoming functionality testing. The cause for the failure was isolated to an intermittent connection in pca connector j1000. The root cause for the defective j1000 connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A u.s. Distributor contacted zoll to report that monitor sn (B)(4) was causing discharge profile faults and charge profile faults.